Manufacturer narrative:
No unexpected failed battery test alarms or motor error alarms were noted during testing. The insulin pump had constant motor error alarms during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the constant motor error alarms. The operating currents were in specification. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm while trying to rewind the insulin pump. The customer's blood glucose was 204 mg/dl. The customer stated that he changed the battery after receiving the alarm and, upon reinserting the battery, the insulin pump alarmed failed battery test. Troubleshooting was done. The customer was unable to complete the rewind sequence. Advised customer that if the failed battery test alarm was not cleared that it would recur with each new battery inserted. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.